Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. The device was explanted on (B)(6) 2024, and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.